Event description:
It was reported that the lead had high impedances and possible lead fracture was suspected. It was noted that the explant of the lead was attempted but was not possible. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).